Event description:
It was reported that during a procedure, a small right thoracotomy was performed and the incision was made to the pericardium. The device was used to dissect around the right pulmonary veins. As the distal tip emerged from the superior right pulmonary vein (srpv), ID did not easily penetrate the reflexions. A larger swab was used to push down on the tip of the dissector. As this was done, the rspv started to bleed. The location of the bleeding was found and three sutures were placed which stopped the bleeding. The complication may have been caused by improper insertion of the dissector (i.e. Not in the oblique sinus) and/or that the adhesions and weakening of the rpv's from the previous procedures caused the srpv to tear. The procedure was completed with no patient consequence reported.

Manufacturer narrative:
Evaluation summary: the device involved in the event was discarded, so we evaluated a retained sample from the most recently purchased lot for the account. The device was tested for functionality with no issues noted. The device history record was reviewed for this lot number and no anomalies were noted related to the event.